Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were stuck. The customer¿s blood glucose level was 168 mg/dl. Customer states that block mode is inactive. The customer stated that the insulin pump gives the insulin flow block alarm. The device will not be returned for the analysis.